Event description:
It was reported that balloon rupture and shaft break occurred. The target lesion was located in the inferior mesenteric artery (ima). A 6x20mm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured and broke in half in the ima. When physician attempted to removed the balloon, it traveled distally further into the ima. The broken shaft was removed with a snare successfully. No patient complications were reported and the patient was safe.